Manufacturer narrative:
H3, h6: it was reported that, after a primary total hip replacement surgery in the right hip, the patient started suffering from increasing hip pain at the left side, especially in the groin and at the level of the knee joint. Leg length discrepancy and coxarthrosis in left hip was diagnosed; as a consequence of this, patient underwent a total hip replacement in the left side. Primary right hip surgery was performed in 2004. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. A medical investigation was conducted based on available medical records. The reported pain, leg length discrepancy and subsequent left total hip replacement is a result of the coxarthrosis, pelvic obliquity and deformed cranial head of the left hip and is not associated with a mal-performance of the implant. The patient impact beyond the pain, surgery and expected transient post-op convalescence period cannot be determined. Instructions for use, lists several adverse issues as a known possible side effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the information provided, the root cause for the reported issue is not related to the device. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after a primary total hip replacement surgery in the right hip, the patient started suffering from increasing hip pain at the left side, especially in the groin and at the level of the knee joint. Leg length discrepancy and coxarthrosis in left hip was diagnosed; as a consequence of this, patient underwent a total hip replacement in the left side. Primary right hip surgery was performed in 2004.